Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted to the patient via v-p shunt on (B)(6) 2021 with setting 5. About one week after the operation, the shunt functioned without any problem, but in the subsequent images, the ventricles expanded and became slit-shaped. The situation changed every time an image was taken and it was not stable. Therefore, the shunt was replaced on (B)(6) 2021.

Event description:
N/a.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10. The certas valve was returned for evluation: failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; some needle holes were noted in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, anti-reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer: "ventricles expanded [occlusion suspected] and became slit-shaped [overdrainage suspected]; the situation changed every time an image was taken and it was not stable" could be due to material characteristics or biological debris/protein build up interfering with the valve mechanism but, at the time of investigation, no occlusion or overdrainage issues were noted.